Manufacturer narrative:
Impact codes: adverse event/product problem: and outcomes attrib to adv event: fields corrected this investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) fell out of the chest. No new icm was implanted again. No additional adverse effects were reported.

Manufacturer narrative:
Impact codes: h6, corrected this investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) fell out of the chest. No new icm was implanted again. No additional adverse effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) fell out of the chest. No new icm was implanted again. No additional adverse effects were reported.